Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on a aviva nano meter within 10 minutes: 17.8 mmol/l and 4.8 mmol/l. Customer reportedly took additional test throughout the day ranging from 10.3 mmol/l to hi (>33.33 mmol/l) . It is unknown if customer took any insulin; was taken to the hospital by his mother and transferred via ambulance; was diagnosed with dka and treated with IV fluids of unknown content and insulin IV. Requested return of the alleged device for evaluation and replacement was provided.